Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that on 11-jun-2024 the two infusion set tubing detached from connector and infusion set is used for 24 hrs. No further information available.